Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.

Event description:
It was reported in a right transcarotid artery revascularization (tcar) procedure, a dissection occurred on the common carotid artery during insertion of the enroute 0.014'' guidewire. The physician converted to a carotid endarterectomy (cea) procedure because of the inability to secure the true lumen. The condition of the patient is stable.